Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer's husband reported that the customer was hospitalized due to hyperglycemia. The customer was also experiencing nausea and pressure in her chest. The reported blood glucose reading was 559 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer's husband stated that very little insulin exited during the prime test due to air in the tubing. Nothing further was reported.

Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device was received with the operating currents within specification and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08695 inches. A water filled reservoir was used during the test. No air bubbles anomaly noted.